Event description:
Reporter stated that a sample measured > 500 mg/dl, while using the suspect device. A lab result, generated from the same sample, measured 147 mg/dl (timeframe between tests not provided). Reporter stated that the device may have been coded incorrectly at the time of the comparison. Additionally, reporter could not confirm that the comparison was performed using the device in question. Reporter did not indicate whether controls had been run on the system. A request was made for the return of the suspect device, and replacement product was shipped.